Manufacturer narrative:
A follow-up of the MDR is expected and will be submitted as soon as the final investigation result is available.

Event description:
Customer reported that at the start of a brachytherapy treatment (1 channel treatment), the afterloader device gave the following error message "probe too long in channel 1." Customer was using gm11004150 - segmented cylinder applicator set - in combination with gm11002280 - flexible probes, 2.8mm diameter x 320mm length. This was repeated on further attempts and customer verified set up. The "probe too long" verification of the afterloader is a safety check to assure proper treatment length. After consultation with local varian service the customer decided to continue the treatment in channel 20 to 24. In these the safety check "probe too long" is bypassed by design to allow use of special kind of applicators. In a follow-up discussion with the customer it was confirmed that the treatment was delivered without the required manual verification of the treatment length.